Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's son reported via phone call that the customer was hospitalized and due diabetic ketoacidosis and had high blood glucose on an (B)(6) 2019. It was reported that they were treated with regular insulin in the hospital. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.